Event description:
It is reported that the pt was revised for excessive hyperextension (more than -3 degrees).

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: femoral component and art surface were returned for evaluation. Visual inspection of the femoral component shows a fully assembled device with the hinge post and poly attached to the femur. There are water marks from cleaning, but no actual damage is visible. When the hinge post is fully extended, it looks to be directly in line with the place where the femoral segments attach. Visual inspection of the poly shows basically no wear. There is a little chip in the notch that attaches to the tibial baseplate. The part was manufactured to specifications. Without additional info, the exact cause cannot be conclusively determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.